Manufacturer narrative:
Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter for the treatment of a pulmonary embolism. Approximately nine years later, the filter reportedly did not function as intended and the patient was administered a scan which subsequently deemed the device to be overlying the right medial abdomen at the level of the l2-l3 vertebral bodies. Additionally, the scan noted chronic thrombus in the femoral and popliteal veins of the patient. Presently, the patient is still living with the optease filter in his body, and will have this faulty device permanently implanted. As the result of the optease filter installation, the patient has reportedly suffered serious, and possibly permanent and life-threatening injuries, which will require extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses. Additional information received per the medical records indicate that the patient tolerated the index procedure well. According to the patient profile form (ppf) the filter migrated. However, no medical serious adverse events were reported. The patient continues to experience fear.

Manufacturer narrative:
It was reported that a patient underwent placement of a optease vena cava filter. Approximately nine years later, the filter reportedly did not function as intended and the patient was administered a scan which subsequently deemed the device to be overlying the right medial abdomen at the level of the l2-l3 vertebral bodies. Additionally, the scan noted chronic thrombus in the femoral and popliteal veins of the patient. The patient is also reported to experience fear and anxiety related to the device and the device is alleged to have migrated. The indication for the device implant was pulmonary embolism (pe). The filter was deployed below the level of the renal veins. There were no reported complications and the patient tolerated the procedure well. Approximately five and a half years later an abdominal x-ray was performed to evaluate the filter. Findings are as follows: supine view of the abdomen was obtained. Comparison is made to CT performed approximately five years earlier, there is a ivc filter overlying the right medial abdomen at the level of the l2-l3 vertebral bodies. Abdominal bowel gas pattern is nonobstructive. Visualized bones demonstrate degenerative changes in the sacroiliac joints and the lumbar spine. The following day a doppler ultrasonic sonogram was performed to rule out deep vein thrombosis (dvt). Results of the test indicated: non-occlusive, likely chronic thrombus, in the femoral and popliteal veins bilaterally, more extensive on the left than the right. Cannot assess for acute thrombosis without old studies to compare as the chronic changes are extensive. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without the procedural films or post implant images to review the reported filter migration could not be confirmed. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.